Event description:
Customer reported the IV connection site broke off into the IV cap and the maintenance IV fluid was found leaking at the connection site. Unk if the connection site refers to the male luer of the secondary or the male luer of the primary. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
Internal file no: (B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the sets be received for evaluation.